Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. Customer stated that they received another insulin pump error alarm and they were unable to clear the alarm. Customer able to complete rewind. The device will be returned for analysis.

Manufacturer narrative:
Vpassed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).